Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/11/2019. The field service engineer replaced the gds to resolve this issue. Failure analysis of the returned part indicated root cause: airflow sensor drift caused unit to pass out of specified range. Replacement of u1/u2 combination of airflow sensor subsystem resulted in the unit passing all testing. Root cause failure determined to be fault in u1 of airflow subsystem.

Event description:
The field service engineer (fse) reported the unit failed the air delivery test during pm service. There was no patient involvement.